Manufacturer narrative:
The reported event of high capture threshold was confirmed. As received, a complete lead was returned in one piece for analysis. An x-ray examination found the inner coil over-torqued at the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors due to the inner coil being over-torqued at the connector region. The cause of high capture threshold was isolated to over-torque of the inner coil.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered that the right ventricular lead exhibited high capture thresholds. The procedure was completed with a different lead. The patient was in stable condition.